Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient was assaulted last month and since then every time they turned the implantable neurostimulator (ins) on it was painful. The patient wanted to have a manufacturer representative reprogram their settings. No further complications were reported.